Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump no delivery alarm and occlusion. Customer stated the no delivery alarm occurred two days prior which was resolved after changing the site but again got the no delivery alarm during bolus and basal delivery. Customer declined to troubleshoot for high blood glucose. The customer mentioned that insulin was cloudy. The insulin pump will not be returned for analysis.